Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump display was blinking. The insulin pump was not returned for analysis.

Manufacturer narrative:
The insulin pump was received with flashing white lcd due to cracked lcd controller. Analysis was unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to flashing white lcd. The insulin pump was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, cracked select button on keypad overlay and missing end cap address label.